Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of sensing and low bipolar pacing impedance via merlin.net transmission. The patient was in chronic atrial fibrillation (af) and was not tolerate to ra unipolar pacing. The patient experienced pocket stimulation. Programming change was made and lead revision was discussed. The patient was stable and will continue to be monitored.